Event description:
Pt was revised to address foot pain (left side). Frs screw was removed.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting stated the product was not suspected of failing to meet specs or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be reopened.